Event description:
After pre-dilation was conducted, a cypher (3.5/23mm) was being delivered to the target lesion, but it wouldn't cross. Therefore, physician pulled the (sds) stent delivery system back from the body and found the stent at the distal end was flared. A different (bms) bare metal stent (3.5mm/length unk: driver) was implanted instead and the procedure was finished. There was no pt injury reported. The product will not be returned for analysis because the product was discarded by the hospital due to the pt's infectious disease. The physician did not indicate any anomalies prior to use. The physician's comment "the probable reason of this event might be due to the heavy calcification of the vessel". The target lesion was proximal, mid, and distal right coronary artery. The lesion was a de novo, moderately calcified and slightly tortuous. There was 75% stenosis. No further info was available.

Manufacturer narrative:
Please note that this device is similar to us cypher stent. Add'l info will be submitted within 30 days.